Manufacturer narrative:
The sample was submitted for investigation. The customer's high tsh result was reproduced during the investigation. Interference testing was performed on the sample and no interfering factors were identified. The sample was investigated further and no macro-tsh antibodies were detected. A specific root cause could not be identified. The difference of the tsh results between the roche and abbott methods cannot be explained with the current stated of the art. A general reagent issue can most likely be excluded as the reagent performs within specification. A product problem was not identified. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module. The initial tsh result from the e602 module was 40.46 mu/l. This result was reported outside of the laboratory to the medical doctor. Upon a visit to a different hospital, a new sample was obtained and the tsh result by the architect method was 14 mu/l. The result from the other hospital was provided to the customer who then repeated the original sample on an architect system and the result was 22 mu/l. There was no allegation that an adverse event occurred. The e602 module serial number was not provided. The customer would like the patient sample to be investigated for an interference.